Event description:
It was reported that there was a suspected device over discharge. Pt compliance was the primary reason for over discharge. Pt said the device never provided therapeutic effect. The device was explanted on (B)(6) 2010. The device was supposed to relieve hip and back pain but those areas were never targeted with multiple reprogramming sessions. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.